Manufacturer narrative:
The lift was inspected and reported to be in fair condition with no wear on the hanger bar. The sling had been scrapped; no pictures had been taken. The sling clip had been tested with a gauge and had failed the test. The clip detached very easily. Sling record sheets indicated the slings had been inspected recently. The sling operating and product care instructions clearly indicate all slings should be checked for wear before each and every use. Based on the information provided, the MFR concludes the event was most likely caused by user error. Specifically, there may not have been a clear knowledge/understanding of the "check before use" requirement. Complaint trending will be monitored. Personnel shall be reminded of the operating and product care instructions for both the sling and the lifter.

Event description:
The facility reports the resident was on her bed and needed to be put back into her wheelchair. The sling was applied and attached to the hoist, ready to lift the resident from the bed. Once the staff were confident, the sling was attached to the hoist, they lifted the resident from the bed. As the hoist passed through the doorway, the top left clip became detached from the hanger bar, causing the resident to fall backwards out of the sling. The caregiver managed to partially catch the resident, breaking her fall to the floor. Once every one had taken stock of the situation, the caregiver realized the resident had cut her head, probably on the leg of the hoist. The resident was checked for further injuries; none were found. The resident was moved to the wheelchair and steri strips were applied to the cut. The hoist and sling were taken out of service.